Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported and the patient status was good.